Event description:
The customer reported the unit displayed error 8 and error 10.

Manufacturer narrative:
(B)(4): the customer reported the unit displayed error 8 and error 10. This is a doa. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.